Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the unit exhibited an "over temperature" alarm. However, upon receipt, it was noted that the input temperature probe was dirty. This could cause an "over temperature" alarm if the temperature probes are not cleaned according to the instructions provided in the operator's manual, as it could cause the system to misread the input fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The disposable set was not returned for evaluation, nor was a lot number available. We will continue to reach out to the user facility to try to determine the lot number of the disposable set, as well as the type of infusate used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Belmont technical support will offer to assist with additional training. No patient injury was reported. Should additional information become available, a supplemental report will be submitted.

Event description:
Our distributor reported that the rapid infuser exhibited an "over temperature" alarm.